Manufacturer narrative:
Due to character limit in block e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation. This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable.

Event description:
A leak was reported in the intra-aortic balloon (iab) circuit. Upon inspection, it was determined that the balloon catheter had ruptured, resulting in blood backflow into three iabp devices. No harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Based on the event description, a cs300 pump alarm detected a leak in the iab circuit on. No injuries or fatalities occurred. Technicians inspected the issue solely to estimate repair costs for a price quote; no actual repairs were carried out. The inspection found that "there was an incident where the balloon catheter ruptured, causing blood to flow back into 3 iabp devices. Since the product was not returned, we were unable to evaluate the device. Therefore, the reported failure cannot be confirmed and cannot determine a root cause. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Complaint (B)(4) is being cancelled as it is not a valid complaint. The balloon used was not a getinge product. Previously mfg report number 2248146-2025-0000782 is incorrectly submitted but as per recent information it's not a getinge product so cancel this record in your database.

Event description:
As per recent information it's not a getinge product so need to cancel this record.